Event description:
An orbit complex fill 5x15, after inserting in the pt, had the marker at the detachment zone missing. No other issues were noticed with the device (coil was not unraveled/stretched, detached or delivery system damaged).

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.